Manufacturer narrative:
This report is filed july 20, 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014. And the patient was reimplanted with another device during the same surgery. This report is filed april 24, 2015. Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.